Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer report is normal operation of the r series device. When in AED mode, the device will keep prompting "attach pads" until the device recognizes the ECG signal. Even with using an unopened set of pads connected, the device will prompt attach pads. A review of the log confirmed that when the device was turned on in auto defib mode, it prompts attach pads, perform CPR. As soon as the user confirms manual defib mode, the device detects the pads short and the user is able to perform the 30 joule test. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.